Event description:
It was reported that post implant, prior to patient discharge from the hospital, the patient experienced chest pain with inspiration. The atrial lead exhibited loss of capture and sensing. The physician indicated that the patient had an effusion, and suspected a microperforation. The lead was explanted and replaced.